Event description:
Caller reported an alarm occlusion issue that caused the customer's blood glucose to be recorded as high. Customer took corrective action by administering a correction bolus via the pump and was guided by technical support to perform additional steps to address the occlusion, though the issue persisted. Customer was advised by technical support to change supplies, including loading a new cartridge and insulin therapy was resumed.